Manufacturer narrative:
Evaluation of device is completed and signed on 09-apr-2020, but written in (B)(6) language. This will be translated to english and will be sent in follow-up report.

Event description:
Slim patient. Left antegrade approach with occlusion to trunk. Helix has broken during a second pass. This was noticed at the end. The procedure was completed. It was a third pass which could not be done. The result was ok. Helix could be removed from the patient by pulling out the sheath.

Manufacturer narrative:
Erroneous catalog number value "80219" change to correct catalog number value "80208".

Manufacturer narrative:
- Attachment: [co200045_fccr_arminbirrer_dr.fasihi_ksolten_ch_2020-04-28_english.pdf, co200045_fccr_arminbirrer_dr.fasihi_ksolten_ch_2020-04-08_scanned.pdf].

Manufacturer narrative:
Added data to d8 and d9 and correction of h6.